Manufacturer narrative:
Evaluation by cutera confirmed that the hand piece energy output is out of specification. As part of on-going improvements in software, limelight code is being altered to allow the system to track the lamp energy needed to reach an output setting. If the lamp energy reaches a certain point, the system will produce an error code warning. This software feature is currently in testing. Additionally, it is noted that for the limelight reflector body a, the water flow channels are not masked during the silver plating. This could allow for over/under plating of this area that does not have a need to be plated. Since the brown/yellow coating was in this area as well, cutera will investigate adding a drawing call-out to eliminate possible contamination from the over/under coating condition by masking the channels before silver plating. We will continue to monitor this condition and if needed perform further investigation and take corrective actions.

Event description:
Patient had limelight treatment to chest resulting in "1 blister" and "hypopigmentation". Limelight evaluated and found to be operating outside of specification.